Event description:
Customer reported that she didn't receive a replacement meter ordered in 2007, and therefore has not been testing and has experienced dizziness, being "weak" and falling more than once. She reports an incident of being dizzy and falling as she got out of her bathtub. She reports being treated for this event at a local hospital with a "shot" but she does not remember what type of injection it was. In addition, she reports being diagnosed with hyperglycemia. The original package was tracked and documented as being received and signed for; however, the customer does not recall receiving the package. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.